Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain: right abdomen pain") in a 49-year-old female patient who had essure (batch no. B06101) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, oligomenorrhea, vaginitis and morbid obesity. Previously administered products included for birth control: mirena from 2003 to 2008; for an unreported indication: mirena from 2008 to 2013. Concurrent conditions included pelvic pain female, back pain, depression and knee pain. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone (generess fe) in 2013 for birth control. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), menopausal symptoms ("menopausal symptoms") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the menopausal symptoms, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, menopausal symptoms, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, dysmenorrhea, abdominal pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain: right abdomen pain") in a (B)(6) year-old female patient who had essure (batch no. B06101) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, oligomenorrhea, vaginitis and morbid obesity. Previously administered products included for birth control: mirena from 2003 to 2008; for an unreported indication: mirena from 2008 to 2013. Concurrent conditions included pelvic pain female, back pain, depression and knee pain. Concomitant products included ethinylestradiol; ferrous fumarate;norethisterone (generess fe) in 2013 for birth control. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), menopausal symptoms ("menopausal symptoms") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the menopausal symptoms, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, menopausal symptoms, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, dysmenorrhea, abdominal pain." Most recent follow-up information incorporated above includes: on (B)(6) 2019: the case is incident. Reporter information was added. This case is medically confirmed. This case concerns (B)(6) year old patient. Her historical condition/medication was added. Lab data was added. Essure indication was added. Essure removal date was added. Essure lot number was added. Her concomitant medications were added. Per plaintiff fact sheet: unspecified event: injury to herself was updated to more specific events: pain: right abdomen pain, abnormal bleeding (vaginal, menorrhagia), menopausal symptoms, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and fatigue were added. She had recovered from following events: right abdomen pain, abnormal bleeding and dysmenorrhea (cramping). Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.